Event description:
A malfunction was reported, identified by the code malf 0. There was no adverse impact to the customer¿s blood glucose level. Technical support provided instructions for resetting the pump, assisted in the reset, and confirmed that the malfunction code did not recur. The customer was advised to continue using the pump and to contact support again if issues arose.